Event description:
A malfunction alarm, identified as 16-0x20e6, was reported. The malfunction required pump replacement, and the customer had already reset it within the past 24 hours. No data on the customer's blood glucose level was available at the time of the event, and it was unknown whether the level exceeded 500 mg/dl. The customer was informed about the need for pump replacement, and a replacement pump was dispatched. Instructions were provided for returning the problematic pump, although the customer declined to disclose their backup insulin therapy plan.